Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised an mdm liner and insert and 22 lfit head due to chronic dislocation. He revised to a constrained. Originally done (B)(6) 2019 in (B)(6).